Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the recipient_s report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient_s hearing performance with the device was declining in (B)(6) 2022. They did not deny a trauma, which might have occurred in (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients hearing performance with the device was declining in (B)(6) 2022. They did not deny a trauma, which might have occurred in (B)(6) 2022. However, the exact date was unclear. The user has been re-implanted.